Event description:
It was reported that this right atrial (ra) lead was accidentally disconnected during pocket expansion which was confirmed by radiography. Also, lead conductor was fractured. The lead mode is set to ventricular inhibited pacemaker (vvi) and the lead was continued to use. No additional adverse patient effects were reported.